Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was not loaded properly while it was in the pre-loaded system from the factory. The plunger skipped under the lens and may have scratched, so the surgeon could not pull it out of the pre-loaded system. There was no patient contact. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: the device was not implanted. Section d6b: if explanted, give date: the device was not implanted. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.